Event description:
It was reported that after a da vinci-assisted surgical procedure, as the fenestrated bipolar forceps was being pulled out, the insulation wire was detached from the instrument. The procedure was completed with no injury reported to the patient. According to the surgeon, no fragment of the instrument remained in the patient. Intuitive surgical (is) has made several attempts to follow up with the site to obtain additional information regarding this event. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided for review. A review of the instrument log for the fenestrated bipolar forceps instrument (part# 471205-17/lot# n11210614 0051) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2022 using system sk0248. The instrument had 8 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: it was alleged that the instrument had conductor wire damage, with no evidence or claim of user mishandling or misuse. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Additional information can be found in the following sections: d9, g3, g6, h2, and h3. Device evaluation information can be found in the following fields: h6 and h10. D02-intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps (fbf) instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the reported complaint that the insulation wire was detached from the instrument. Failure analysis found the primary of broken conductor wire to be related to the customer complaint. For clarification, the fbf instrument was found to have a dislodged conductor wire at the yaw pulley on the distal end. However, the conductor wire was broken at the proximal clevis location. A piece of conductor wire measuring approximately 0.736" in length was returned completely detached from the instrument. There were no pieces missing. The instrument failed the electrical continuity test. There was no insulation damage or signs of thermal damage found. The root cause for the broken conductor wire is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.